Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm (diameter 58 mm), that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2016, a type ia endoleak was identified and treated on (B)(6) 2018, with the implantation of an additional aortic endograft. It was reported that the maximum diameter of the aneurysm decreased to 57 mm ((B)(6) 2016), but increase to 62 mm in (B)(6) 2017. The patient tolerated the procedure.

Event description:
The following was reported to gore: on (B)(6) 2016, the patient presented with an abdominal aortic aneurysm (diameter 58mm), that was treated with the implantation of gore® excluder® aaa endoprostheses. On (B)(6) 2017, a type ia endoleak was identified and treated on (B)(6) 2018, with the implantation of an additional aortic endograft. It was reported that the maximum diameter of the aneurysm decreased to 57mm (B)(6) 2016, but increased to 62mm in (B)(6) 2017. The patient tolerated the procedure.